Manufacturer narrative:
Imbalance/falling is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment for essential tremor (second side treatment), the patient fell and was taken to the emergency room.

Event description:
Following focused ultrasound treatment for essential tremor (second side treatment), the patient fell and was taken to the emergency room.

Manufacturer narrative:
Imbalance/falling is a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Insightec will submit a supplemental report if additional relevant information becomes known.